Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the device was not returned to olympus for investigation. However, field service report confirmed the suggested event but the root cause and the factor for occurrence of the phenomenon could not be identified. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions: evis exera ii ultrasound gastrovideoscope: olympus gf type uct180. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrovideoscope was not properly reprocessed and bile was found on the distal tip. No patient infections or injuries reported.